Manufacturer narrative:
A ge service representative performed an on site investigation. The software was re-installed during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the 6800 system would intermittently not fluoro then shut down during a case. No pt injury was reported.